Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds and increased pacing impedances. The pacing impedances were not out of range and there was no impact on pacing delivery. The physician elected to replace the rv lead. During the revision, the lead was tested via a pacing system analyzer and the increased measurements were still observed. This lead was explanted and discarded. No additional adverse patient effects were reported.